Manufacturer narrative:
Intuvie received a report alleging that the infusion pump allowed air to pass through the system without activating an alarm, and that air nearly reached the patient. Various sizes of air bubbles were observed in the infusion line until the line was completely filled with air down to the hub of the IV site. A review of the device¿s serial number history did not identify any prior similar complaints. The device was not returned for evaluation; therefore, the alleged device failure could not be confirmed. The probable cause remains undetermined. A supplemental MDR will be submitted if the device is returned and an investigation is completed. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report alleging that the infusion pump allowed air to pass through the system without activating an alarm, and that air nearly reached the patient. Various sizes of air bubbles were observed in the infusion line until the line was completely filled with air down to the hub of the IV site. A review of the device¿s serial number history did not identify any prior similar complaints. The device was not returned for evaluation; therefore, the alleged device failure could not be confirmed. The probable cause remains undetermined. No patient harm was reported.